Manufacturer narrative:
The pump will not be returning for evaluation, as the hospital staff disposed of it. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was having low speeds and pump off. The hospital staff felt that there was a possible pump end bend relief fracture. Red heart alarms were indicated with pump off, and alarms were given for low speeds. The hospital staff made a decision to exchange the pt's pump. The pt remains ongoing with the new lvad.

Manufacturer narrative:
Information received from the customer post-pump exchange reported the pump did have a fracture in the driveline. No specific information was provided. However, the explanted pump was not returned to the manufacturer for analysis and a correlation between the device and the event could not be determined. Although the report of a possible pump end bend relief fracture could not be confirmed without an evaluation of the device, the manufacturer has implemented a design improvement to the pump end bend relief, which was approved via a PMA supplement. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.